Event description:
This report is based on information provided by philips field service personnel. And has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ defibrillator/monitor, indicating that there is a battery issue. The device was not in clinical use at the time, the issue was discovered. The following functional tests were performed: the system was checked. Results of functional testing indicate the battery was defective. The battery was replaced and the device remains at the customer site fully functional. Based on the information available and the testing conducted, the cause of the reported problem was the battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.